Event description:
(B)(4). Only since I've had the essure I get major migraines, painful intercourse, constant lower abdominal pain, heavy heavy periods. An if you push on my lower abdomen I get a sharp pain that makes me nauseous. I've been to the doctors an ill I get told is I'm fine. I'm not fine I'm in constant pain an want help. Something has to be done to stop this pain.